Event description:
It was reported that a spectrum iq infusion pump, had an issue of non-stop beeping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, non stop beeping was reproduced as the keypad buttons are not working properly which caused beeping. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad, which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.